Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that while charging their implantable neurostimulator (ins) last night, the recharger became very hot and burned their back. Pt stated that this has occurred three times. The first incident happened last week and caused only minor discomfort. The second time was worse, and during the third incident last night, the area where the recharger was placed became red. Agent sent a request to repair to replace the recharger. Pt stated that they have never experienced issues with their scs device and therefore have not needed to consult a doctor.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.